Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported. Hospital received a sealed package of screws with the label stating catalog number 407.634. Inside the package were screws of a different length, 407.630-exs, which did no match the catalog number on the label. The package was sealed when received. This is 1 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
The investigation shows that the screws in the packages are too long. Instead of screws with a length of 30mm they have a length of 34mm. Review of manufacturing records noted this lot started with 24 pieces and ended with 28 pieces. It cannot be determined when and where the four wrong screws entered the manufacturing process.